Event description:
It was reported that the keypad was not responding. Customer's blood glucose was 74 mg/dl. Troubleshooting was done. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. Customer also reported that the insulin pump alarmed battery out limit after battery changed. No further information provided.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to verify battery out limit due to button and keypad anomaly. No moisture damage found inside the pump. The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.